Event description:
The customer reported receiving non-numeric differential (diff) results and partial clog 2 (pc2) error messages on a coulter lh 500 hematology analyzer during routine operation. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found the actuator on the vacuum pressure pinch valve (pv28) for the stabilyse pump was sticking, causing the reported issue. The fse replaced the actuator and confirmed proper chemistry volume and balance. The fse ran startup and controls, all within specification and confirmed good count ratio and flow rates for patient samples. (B)(4).